Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection (lar) procedure, the surgeon annotated three unformed staples upon during the post-operative colonoscopy and leak test. The leak test did pass. The purse string appeared proper, the indicator was within the green and the handle was closed plastic to plastic in one fluid motion. She opened the device 1/2 to 3/4 turn and properly removed the device. The only question is whether the anvil and trocar came loose. After marrying the two, the resident took ten minutes to further mobilize the colon. During this time it is possible that the trocar came loose. Leak test passed. No further action was taken by the surgeon. There were no patient consequences. One device was discarded.